Event description:
It was reported that the patient presented to the emergency room after receiving appropriate therapy. Upon interrogation, the device was found to be in backup vvi mode. A device code download was successfully performed. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.